Manufacturer narrative:
The device was not returned for evaluation. The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿ the lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿if desired, use the adhesive label(s) to hang the package on a nearby vertical surface while preparing to catheterize". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said the catheters were hard to insert and that they were not the right size, and he needed a 16fr. It was unknown if the patient was able to void.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient said the catheters were hard to insert and that they were not the right size, and he needed a 16fr. It was unknown if the patient was able to void.